Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: a photo of a device with a missing portion of the cannula was provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: seventeen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and it was observed that fourteen samples were bent at the non patient end of the cannula, one sample was broken at the non patient end of cannula and no issues were observed with the remaining two samples. No DHR review can be carried out as lot number is unknown. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: a photo of a device with a missing portion of the cannula was provided.